Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the needle broke. It was reported that the needle broke from 2/3 when sewing in an unknown sewing surgery. This case is from health authority. There were no adverse patient consequences reported. No additional information was provided.